Event description:
It was reported that the left tmj devices were removed due to infection (staphylococcus epidermidis).

Manufacturer narrative:
The implants were removed due to an infection, which was later identified as caused by staphylococcus epidermidis. The patient experienced facial swelling and pain, and the infection was treated with antibiotics. A medical expert confirmed that this type of infection is a common risk associated with joint replacements and is not caused by the device itself. As a result, the event does not meet complaint criteria, and the investigation has been closed.

Event description:
It was reported that the left tmj devices were removed due to infection (staphylococcus epidermidis).

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report.